Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that fluid was present on the heat baffle and the biaxial hose (cord) was separated from the hose brace assembly and the cord was damaged. It was further observed that the device experienced an unintended activation/motion. It was further determined that the device failed pretest for visual assessment and safety assessment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device experienced an unintended activation/motion. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in the surgical as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.